Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument for failure analysis. Inspection found a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that routine inspection of the permanent cautery hook instrument identified a broken wire. There was no report of patient involvement.